Event description:
It was reported that the patient experienced an unspecified alarm on their homechoice during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the homechoice was identified. As the homechoice was not returned and the serial number was not provided, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.